Event description:
Customer reported a chemotherapy spill. Photo included in the e-mail shows a drop leaking at the bottom of the burette. No pt harm reported and no medical intervention was required. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned due to a facility policy which prevents them from returning used product to vendors for investigation.